Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing of one of the infusion sets disconnected from the plastic pitchfork that allowed for the connection to patient's site. At the time of this event, patient's blood glucose level was at 178 mg/dl. The patient did not notice any damage when the package was first opened. No further information available.